Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2009, inratio: 1.5, lab: 3.5; date: same day, inratio: 1.4, lab: 3.5; date: six days later, inratio: 1.7, lab: 2.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009, inratio: 1.5, ref: 3.5, mean: 2.50, confidence limits: 1-6-3.4; inratio: 1.4, ref: 3.5, mean: 2.45, confidence limits: 1.6-3.4. * per event details, customer had nose bleed and was hospitalized. A 1.7 inr is excluded from comparison test due to no reference result provided. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values of test 1 & 2 fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy and/or precision testing as part of the complaint investigation when meter is returned. Inratio precision data provided by end-user lot: 2009 1st inr = 2.3, 2nd inr = 2.4, 3rd inr = 2.4, 4th inr = 2.9. Inratio meter: mean: 2.50, sd: 0.27, %cv: 10.83. Since 10.83% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time.